Event description:
It was reported that the customer was hospitalized due to high blood glucose of 310mg/dl. The mother stated that the infusion set was changed, but his blood glucose was still high. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. However, the dates on the bolus history were incorrect. The mother has changed the date in the device. The caller stated that the customer took out the needle during insertion. Explained the mother to use a different site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.